Event description:
This valve was explanted due to infection and paravalvular leak. Cultures were positive for propionibacterium. It was replaced with a bioprosthesis of unknown make and model. Add'l info has been requested.